Event description:
In 2006, patient has to have device #1 surgically explanted. Device #1 was attempted to be removed, but came apart at the junction of tubing and actual drain port being retained inside abdominal flap. Device #1 implanted one month earlier, as part of panniculectomy procedure.